Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant,  an inappropriate therapy was experienced by the patient.  It was also noted that a chest x ray confirmed that the right atrial (ra) lead dislodged. The ra lead was re-implanted and remains in use. No further patient complications have been reported as a result of this event.